Event description:
During product evaluation, a flo-gard infusion pump was found to have an f-37 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: this is an ancillary service event opened during investigation of (B)(4). The cause of the f-37 alarm was determined to be due to a crack on the door hinge. However, no repairs were performed. If additional relevant information is received, a follow up MDR will be sent. A service history review revealed no previous service events were related to the reported condition.